Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had a multiple motor error alarm during bolus delivery. Customer was able to rewind and did fill tubing but failed to continue as the alarm reoccurred. Customer also had high blood glucose reading of 400 mg/dl. Customer was advise to discontinue use of the insulin pump. Customer had a insulin pen and was advised to treat high blood glucose with that. The pump well not be return for analysis.